Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 40 staples remaining in the cover block. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present in the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple did not fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The first two misaligned staples were removed. The remaining staples were realigned. The next five staples fired properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 33 staples fired and formed correctly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. An nc was opened by the manufacturing site to further investigate this issue. Per DHR the product visistat 35r 6/box lot # 73a2200161 was manufactured on 01/04/2022 a total of (B)(4) pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. An nc was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the stapler jammed in use. Staples not fired. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler jammed in use. Staples not fired. There was no consequence for the patient.